Event description:
It was reported that the patient just recently felt the pump "vibrate" regularly. The patient also experienced nausea and increased pain. The actual and residual volumes matched. The pump was repositioned on (B) (4) 2009 laterally and superiorly. It was sutured with permanent sutures with no difficulties. The drug in the pump was dilaudid. The hcp indicated the patient outcome as non serious illness/injury.

Manufacturer narrative:
(B) (4).